Manufacturer narrative:
The device was evaluated by a field service engineer (fse), and it was reported central processing unit (cpu) printed circuit board assembly (pcba) was replaced and the issue was resolved. The device was tested, and the system met the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: cpu (central processing unit) pcba (printed circuit board assembly) adc (analog to digital converter) failed" error code (111e). The device was in clinical use when the issue occurred. No patient or user harm reported. The customer stated that the device displayed "check vent: cpu pcba adc failed" error code. The technician that evaluated the device was unable to duplicate the error code, but was able to confirm that the error code (111e) was recorded in the event log. Onsite service was requested.